Event description:
The user facility reported a separation of the urethane layer. Follow up communication with the user facility reported the following information: (1) during operation, it was noticed the occurrence of a shearing-off of the coated layer at 5 cm distal from the segment; (2) a torque device was attached; and (3) no harm to the patient.

Manufacturer narrative:
Results - is based on evaluation of user facility information & the returned sample/ undamaged sections of the returned sample. Conclusion - is based upon evaluation of user facility information & the returned sample/ undamaged sections of the returned sample. The actual sample was returned to the manufacturing facility for evaluation. The separated urethane segment was not returned for evaluation. Visual inspection upon receipt found that the urethane layer had been peeled off the core wire exposing the core wire at approximately 1252 mm - 1260 mm from the distal end of the shaft. Magnifying inspection of the urethane peeled segment found that on the distal portion, the peeled-off urethane layer had been rolled back over the wire in the distal direction and deformed into an accordion-like shape. On the proximal portion, the end of the urethane layer had been elongated. Electron microscopic inspection of the urethane peeled segment found no anomalies. The urethane coat on the undamaged segment was removed intentionally to check the level of the adhesion of urethane coat to the core wire. No anomalies were found. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specifications, being comparable to that of a current product sample. A review of the device history record and the shipping inspection record of the involved product/lot # combination confirmed there were no production related problems or discrepancies in the inspection results. A review of the complaint files confirmed the involved product/lot # combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, from the investigation result, it is conceivable that the actual sample came into contact with a sharp object, abraded in the direction from proximal to distal and became flawed on the urethane layer. Subsequently, when the actual sample was subjected to a withdrawal manipulation, the urethane layer was ripped off and rolled back over the wire in the distal direction and deformed in an accordion-like shape. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).